Event description:
Medtronic received information that during use of an arteriotomy shunt, it was reported that when removing the device at the last anastomotic, the coronary artery shunt was torn off despite not much tension when the the hanging suture was pulled and the distal end was missing. The distal end was referring to the longer one bordered by the hanging suture. A contrast study was performed, it was not clearly found in the coronary artery, therefore, the procedure was performed in its present condition. They have used the device quite a few times but this was the first time this had happened. The use of the device was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the issue occurred at the end of the procedure, therefore, it was not replaced. The performance was not affected. Medtronic received additional information that it was unknown whether the distal end fell inside the patient's body. When viewed with a fluoroscopy, the distal end was not found in the patient. Correction b5: medtronic received information that during use of an arteriotomy shunt, it was reported that when removing the device at the last anastomosis, the coronary artery shunt was torn off despite not much tension being use when the hanging suture was pulled, and the distal end was missing. The distal end was referring to the longer end bordered by the hanging suture. A contrast study was performed, the torn off part was not clearly found in the coronary artery; therefore, the procedure was performed in its present condition. The customer stated that they have used the device quite a few times, but this was the first time this had happened. There was no reported adverse patient effect associated with this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary:visual inspection shows a portion of the device is missing/broken off. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction h6: updated the annex d code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.